Event description:
Patient's nurse called to report patient expired. Device episode record reviewed - 1 asytole epsiode on (B)(6) 2026. MDR filed due to reported patient death possibly while wearing the device. Wcd role in patient death is pending additional medical information and pending evaluation of to-be-returned device.